Event description:
The pt's electrode array reportedly migrated out of the cochlea and into the tympanic cavity. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.